Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an unintentional disconnected from smartsite during chemo infusion. It is further reported that a small drop of chemo leaked, the line was disinfected and then reconnected to continue the infusion as planned. There is no information available about the type of chemo or dosage being administered and no report of patient harm.